Manufacturer narrative:
Product passed functional and safety testing per process summary (B) (4) during 6 hour burn-in. All calibration test points were well within specs. No problem found. (B) (4).

Event description:
The electroblades are overheating during use; causing blackening of tissue and burning damage to distal tip of scope. Rep, however, adds the generator was a loaner, surgeon does not use a cannula for the electroblade. Rep was not present at case, but stated she (surgeon) has used the electroblade close to the distal end of the scope in the past and has been warned that using the two close together can cause damage to the scope.